Event description:
Rptr was injured in an automobile accident in 11/85. She was thrown against the steering wheel, possibly rupturing her right breast implant. Rptr was examined by her dr who said that "closed capsulotomy" had occurred at the time of the accident and he wanted to perform another "closed capsulotomy" on lefft breast implant to "make them match in appearance." Rptr declined the second "closed capsulotomy," instead. Dr's reaction to rptr's complaining about pain, tingling, numbness in her right implant was to laugh and examine the breast slightly to rptr's dismay. These symptoms still exist today, nine yrs later.